Manufacturer narrative:
Event date asked but unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for the treatment of parkinson's disease and movement disorders. It was reported the therapy was turning off by itself. The patient stated this occurred when she was in a magnet field in a hardware store. The patient had avoided magnets since then because she did not want to turn her stimulation off on accident. No symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the issue had been resolved.